Event description:
Customer reported her sensor readings are inaccurate. She also stated there is blood at the insertion site. Customer's current blood glucose is unknown. Customer cannot upload to carelink or provide data about the inaccurate sensor reading issue. He declined troubleshooting. Customer stated he has been treating based on his sensor readings, leading to low blood glucose. Customer was advised not to treat off the sensor, and to monitor the issue and call back when it recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.